Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaints that might trigger the reason complaint. Unit passed the displacement test and self test. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Units power up properly after insertion of the battery and no pump error 23 alarms were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool revealed one pump error 23 alarm on 09/06/2025 07:21:24.000. File number=39 line number=645. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on electronic assemblies noted during visual inspection. Unit functioning properly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion no pump error alarm 23 was noted during testing. Unit was monitored closely and no anomalies noted. .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was partially performed and the customer was able to clear the alarm and unable to complete the insulin pump rewind. The customer was instructed to monitor the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.